Event description:
According to the complaint, on (B)(6) 2022 samples were measured on the abl800 flex (serial number:(B)(4)) after the membrane for e7066 electrode was replaced. The following result was obtained on the glu parameter: 12:08 530 mg/dl the customer was expecting normal glucose levels. Based on this measurement, the customer has reported the results from the abl800 flex as false high. The patient was given treatment based on this discrepant result. The customer have reported discrepant results from 6 patients, from the abl800 flex. However, currently only the abovementioned patient's measurement was provided by the customer.

Manufacturer narrative:
The customer provided information that the glucose results were either false high or low when using glucose membrane r4143. Qc measurements were outside limits when using glucose membrane r4143. Upon replacement of glucose membrane r4143 to new glucose membrane r4292, the problem was resolved. As no products were returned to radiometer. No further investigation can be done.